Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery, due to a capsular tear that had occurred. The incision was enlarged to remove the lens and a vitrectomy was performed. An aq2003v three piece lens was implanted and sutures were required to close the incision. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.